Event description:
Approximately 300 cc (each side) mentor saline breast implants put into my body for cosmetic purposes, immediately began experiencing health problems beginning with an infection (treated with high dose antibiotics), then within months, horrendous cystic acne (antibiotics and later accutane used to treat with limited success). Within a couple years I began having terrible sinus problems, leading to over six months with a severe infection that numerous and very strong antibiotics wouldn't touch; ended up with sinus surgery to eliminate the pus pockets and infection. Within a couple years after that I experienced bell's palsy which resolved with much chiropractic care and time, and then I began experiencing frequent migraines which I treated with all sorts of medications including triptans. Within a year they became chronic, almost every day events that were disabling and no drug or therapy would touch. At the same time, my monthly menstruation became exceedingly heavy and has continued this way. The near daily debilitating migraines continued for years. Doctors put me on daily "preventive" medication which failed, as well as abortive medications such as strong triptans. After approximately 8 years I made radical dietary changes (I had what doctors describe is a healthy diet already) and after a while the migraines lessened to 3-6 days monthly; the remaining episodes were disabling and required heavy prescription medication as well as professional "pain management" by a physician specializing in pain relief treatments. All this time, I have struggled with depression (medicated for years to no avail), unexplained fatigue and moderate cystic acne. I also developed severe melasma, which no medication prescribed by my dermatologist has touched. Several years ago tests showed my adrenals were fatigued, my hormones were in dysfunction/ dysregulation, and I began having anxiety attacks. Many tests, several medications and thousands of dollars in supplements and therapies have helped manage these somewhat but I still have hormonal dysregulation, fatigue, about 3-5 days of migraine monthly, and mild to moderate cystic acne, as well as the melasma and heavy menstrual bleeding. Ten days ago, after studying the endocrine disruptive, neurotoxic, carcinogenic and other side effects of breast implants for many months and deciding the implants may very well be causing (or at least exacerbating) my many symptoms, I had the implants and capsules surgically removed by a board certified plastic surgeon. He supported my reasoning and agrees the implants may have played a part. I can only pray at this point I haven't allowed irreparable harm by keeping them in for so long.